Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator had a paddle problem where a paddle was ordered for replacement. There was no patient involvement.

Event description:
It was reported to philips that the heartstart mrx defibrillator had a paddle problem where a paddle was ordered for replacement. It was clarified that a philips field service engineer (fse) identified that the external paddle set was broken during preventative maintenance. There was no patient involvement.